Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, during impaction, surgeon used cup impactor to insert implant. When he was releasing impactor from implant by pressing the button, the button broke right off the handle. Pieces that broke off were all accounted for. Patient was last known to be in stable condition following the event. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as determined the broken cup impactor reported in was likely the result of both inadequate material design and methods. The feature failing on the body of the handle tended to measure on the low end of the tolerance range allowable in the devices returned. This indicates that the failing feature is either dimensioned too small or toleranced inappropriately for its function, thus leading to failure. Additionally, the feature failing was not deemed critical to quality. A lack of methods to establish critical design features of button mechanisms and how to test or inspect them resulted in this dimension not being considered critical to quality. A risk assessment has been initiated to escalate this issue.